Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had displaying an open book image. The customer¿s blood glucose level was 112 mg/dl. Customer stated that the insulin pump was not bumped or dropped. Troubleshooting was performed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and refer to backup plan. The device will be returned for analysis.